Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump battery life did not last as long as expected, and the pump frequently emitted low battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/09/2014-device evaluation:the pump has been returned and evaluated by product analysis on 07/01/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data indicated multiple low battery warnings with code 177 and replace battery alarms with code 128, as well as evidence of excessive battery usage. During a visual inspection of the pump, the battery compartment was observed to cracked. The battery cap secured properly to the pump, and a power loss was not observed. Current draws did not measure within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. Further testing revealed the u33 component on the printed circuit board caused high current draws. The component was removed, and current draws measured within specifications.